Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment also stuck out at the instrument's wrist. Additional observation not reported by site was damage to the pulley. There were couple of indentations on the edge of the distal pulley, suggestive of excessive force to the pulley on an event. Evidence not conclusive, but pulley damage most likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that the mega suturecut needle driver instrument's cable snapped. This reported issue was identified during a da vinci si hysterectomy procedure. The reporter indicated that nothing fell into the patient and there was no patient harm.